Manufacturer narrative:
Pentax video colonoscope model ec38-i10f2 is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to an excessive force applied on the ccd cable while angulation. In addition, we confirmed that the segment steel braid rupture, the insertion flexible tube (ift) looseness, the segment looseness, the ccd module defect, the lg prong top assy looseness and the eog valve looseness; however, these are not related to the allged complaint. Replaced parts in this complaint are as follow. Angle wire segment steel braid bending rubber insertion flexible tube (ift) distal body segment ccd module lg prong top assy eog valve. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Image disturbance during angulation.